Event description:
This event is considered reportable based on analysis results approved 20-dec-2007. It was reported that during a carotid stenting treatment procedure, that a 0.014" guide wire could not pass through the 10.0x37 carotid wallstent monorail lumen. No pt injuries or complications were reported. Pt status is reported as "good." Analysis revealed stent damage.

Manufacturer narrative:
Product analysis confirmed that the guide wire could not pass through the stent monorail lumen. The stent was partially deployed by 9 mm on its return. Visual examination found that the distal stent wires were damaged and that there was dried blood inside the shaft of the device. During analysis when the recommended size 0.014" guide wire was inserted through the device, a restriction was met at 90mm proximal to the distal tip of the device. The shaft was then dissected and the inner was withdrawn. A brittle plug of material consistent with dried blood was removed from the inner. No restriction in guide wire movement was noted through the inner after removal of the dried blood. A review of the mfg records for this batch found that the device met its material, assembly, and product specifications. The root cause of the difficulties experienced during the procedure was unable to be determined. A CAPA has been initiated to address this issue.